Manufacturer narrative:
The customer¿s reported failure mode could not be confirmed. Visual and functional testing observed no anomalies as the nail was found to be meeting specifications. The root cause cannot be determined. A review of DHR indicates for the returned unit confirmed that it met all the required quality inspections (x-ray inspection and acceptance test).

Manufacturer narrative:
The device has not been returned for evaluation nor were x-rays provided to confirm the alleged event. Root cause is unable to be determined at this time.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020. It was noticed at a follow up appointment that the nail was no longer lengthening. No patient injury was reported.